Event description:
Per biotronik representative, the patient was upgraded to a competitive bi-v ICD on (B)(6) 2011. Per medtronic, this lead was replaced on (B)(6) 2011 with a medtronic 6947-58. Per explanting physician's office a chest x-ray on (B)(6) 2011 showed a possible fracture, so the physician chose to replace this lead on (B)(6) 2011.